Manufacturer narrative:
D10 concomitant product: sigsbchgr, sig power sigsbchgr one -bay charger (serial#: unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the handle had 283 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the a1 test fixture. A reload was attached to the device and was able to clamp and articulate without any issues. It was reported that the power could not be turned on and there was no sound. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: there was an error for the system queue being full. The most likely cause for the additional condition is traced to software coding. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when checking before starting the operation, the handle was not working. When it was dis connected from the charger, the power could not be turned on and there was no sound. It was noted that there was no strange indication at the charger. It was not used on the operation and a manual handle was used instead to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident device found that an analysis of the system data indicated that there was an error for the system queue being full.